Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural infection ("infection with abscess"), postoperative abscess ("infection with abscess"), postoperative thrombosis ("clots"), nausea ("nauseous"), fatigue ("tired"), feeling of body temperature change ("I get really hot and then really cold all time") and crying ("crying all the time"). The patient was treated with surgery (second surgery). At the time of the report, the medical device removal, post procedural infection, postoperative abscess, postoperative thrombosis, nausea, fatigue, feeling of body temperature change and crying outcome was unknown. The reporter considered crying, fatigue, feeling of body temperature change, medical device removal, nausea, post procedural infection, postoperative abscess and postoperative thrombosis to be related to essure. The reporter commented: she had a second surgery because she had an infection with abscess and clots that needed to remove. She also stated she had 3 surgeries in 2 months, because an ovarian cyst removal was performed too. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Case was upgraded to serious incident. Company causality comment was added. Events infection, abscess and clots were updated to post procedural infection, postoperative abscess and postoperative thrombosis. Event body temperature instability was updated to feeling hot and cold. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.